Manufacturer narrative:
The instrument was returned to isi for evaluation. Failure analysis confirmed the customer reported complaint that the instrument's tip was broken. The instrument was found to have a broken ceramic sleeve at the distal end. The ceramic sleeve was not returned with the instrument. The missing piece was approximately 0.134 x 0.320 in size. The known common cause of this failure is due to mishandling/misuse. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, fragments from the permanent cautery spatula instrument allegedly broke off, fell inside the patient, and one fragment was not retrieved. However, at this time, the location of the missing instrument fragment is unknown. It is unknown if the missing instrument fragment actually fell inside the patient and was retained inside the patient. However, there is no indication that a malfunction of the instrument occurred. The instrument was returned to isi, evaluated, and failure analysis determined that the instrument damage was likely caused by mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the surgical staff noticed that the tip of the permanent cautery spatula instrument was broken. The instrument was removed and the surgical staff realized that the entire plastic part of the instrument's tip had fallen out. After undocking the patient side cart (psc) from the patient, the surgical staff searched for any instrument fragments inside the patient. According to the initial reporter, the surgical staff retrieved the instrument fragments but one fragment was not retrieved. On (B)(4) 2017, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the permanent cautery spatula instrument was in use during the surgical procedure for about 3-4 hours when the breakage was identified. However, the site was unsure when the instrument actually broke. The instrument was inspected prior to use. There were no reports of any collisions with any other instruments or hard material during the surgical procedure. The instrument was not removed at any time during the surgical procedure and before the instrument damage was noticed. No post-operative tests or medical intervention were performed to either search for or retrieve the missing instrument fragment. No post-operative complications have been reported.